Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that it turns off by itself. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The returned dfm100 therapy pca s/n: (B)(6) passed visual inspection, operation test and clinical mode test, no error messages were displayed. Hardware and software logs were checked and there were no critical warnings. There was one critical warning and that was for a previously failed op check before this pca was investigated, but no details are listed regarding the nature of the failure so it cannot be investigated. Based on the results of the analysis, it was determined that the most likely cause of the reported problem was unknown.